Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient of experiencing spasms and was wondering if the spasms were caused by the device. The patient was instructed to have a device check. The device remains in use. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.